Event description:
Reporter alleged obtaining discrepant blood glucose results of hi (greater than the 600 mg/dl numeric range of the device) back to back with a result of 111 mg/dl when the comparison was performed within one minute of each test on the aviva system. Reporter stated she thought she was experiencing hyperglycemic symptoms during the time of the testing. It was stated a nurse treated the reporter with 8 ounces of orange juice and 6 ounces of coke due to the reporter being unable to self treat. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.